Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to poly wear of a competitors liner. During the surgery it was decided to replace the head component due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.